Event description:
Per patient (pt) care coordinator "patient's (pt's) nurse has reported that the pt's pump has had issues during the last few infusions. Pt's nurse reported an alert message stating "low motor supply". Pt's nurse advised they changed the batteries but twice they have had "air in line" alarms, though there was no air in the line or bubbles." It is unknown if the pt experienced any adverse events or missed doses due to the product defect. It is unknown if the device is available for return. The serial number of the device is unknown as it was not provided. No additional details, dates, or information provided. Pt is infusing fabrazyme 60mg, made up of 1-35mg vial and 5-5mg vials.